Manufacturer narrative:
Review of the event with the user with customer service could not determine if a product failure had occurred. The pc was to be registered to visit the user to help determine outcome of this event. Further info is not currently available. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that he fell out of the device because he was unable to control the wheelchair as he was rolling it down a ramp. He stated that the wheelchair veered to the right and he fell to the right as the device suddenly stopped. The user further reported that he has had difficulty controlling the device since he had the optionally available frog-leg casters installed, approx one month previously. No injury was reported as a result of this event, however, if this event were to recur, there is a potential to cause serious injury to the user.